Manufacturer narrative:
An event regarding crack/fracture and loosening involving an exeter stem was reported. The event was confirmed by medical review and product inspection . Method & results: -device evaluation and results: the stem fractured approximately 3.25in from the distal tip; the fracture initiated on the lateral surface and propagated medially, the fracture morphology was consistent with fatigue. Damage consistent with the cement mantle breakdown process and the explantation process was observed. Eds showed the stem base alloy was consistent with the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: in this large male patient described as having a ¿physical job¿, loss of fixation of the proximal cemented femoral stem with full maintained distal fixation resulted in cyclic loading at the junction of the fixed and loose portion of the stem. This likely resulted in inevitable fatigue fracture at this junction. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that 'in this large male patient described as having a ¿physical job¿, loss of fixation of the proximal cemented femoral stem with full maintained distal fixation resulted in cyclic loading at the junction of the fixed and loose portion of the stem.' ' the stem fractured approximately 3.25in from the distal tip; the fracture initiated on the lateral surface and propagated medially, the fracture morphology was consistent with fatigue.' No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
From surgeon verbatim: "gradual onset of pain (B)(6) 2019. Worsened after fall end october. Xrays in july show stem is broken but not displaced. Xrays in october show proximal stem is displacing." Revision surgery completed and stem explanted (B)(6) 2019.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
From surgeon verbatim: "gradual onset of pain (B)(6) 2019. Worsened after fall end october. Xrays in july show stem is broken but not displaced. Xrays in october show proximal stem is displacing." Revision surgery completed and stem explanted (B)(6) 2019.